Manufacturer narrative:
(B)(4). Date sent: 03/20/2020. D4: batch # t5ep1r. Device analysis: the analysis results found that the tlc75 device was received with no apparent damage, with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2020. Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: can you please clarify how the staple line looked "rough"? Were the staples malformed (or unformed) on the staple line? Were staples missing from the staple line? Was there another issue with the staple line that led to the description you provided of "rough"?

Event description:
It was reported that during a hemicolectomy, the device was used on a large bowel and the staple line looked "rough." A second like device was used to complete the procedure with no patient consequences reported. No additional information is available at this time.